Event description:
It was reported that all of the indicator lights on the remote monitor were blinking at the same time. Attempts to reset the monitor were not successful. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.